Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited out of range shock impedance measurements resulting in an alert in the remote home monitoring system, however, the specific measurement did not display. Technical services (ts) discussed the option of having the patient perform a patient initiated interrogation to obtain the specific measurement. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited out of range shock impedance measurements resulting in an alert in the remote home monitoring system, however, the specific measurement did not display. Technical services (ts) discussed the option of having the patient perform a patient initiated interrogation to obtain the specific measurement. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that shock impedance measurements for this rv lead varied from the 80 ohms range to high out of range measurements greater than 125 ohms. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.